Event description:
It was reported that the right ventricular lead had a possible fracture/rupture. The patient was noted to have an abandoned right ventricular lead and it was thought that the interaction with the portion of the lead could have caused the problem with the existing lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.